Event description:
The event involved a cobalt teletherapy machine. During use, the source began retracting before the preset time had elapsed. All the warning lights outside the room remained illuminated, indicating the source was in the "expose" position when it should have been in a shielded position. Rptr's conclusion was that the source was not fully retracting (source drawer failure), but was retracting far enough to adequately shield the source. The unit operated this way several times, but not every time. The MFR serviced the unit following the 4/27 episode, but it recurred 5/23. The unit has since been taken out of svc permanently.